Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false upstream occlusion was reproduced and confirmed through evaluation. This condition was caused by low sensor readings which are known to cause false occlusion alarms. Evaluation also found multiple tears in the tape liner which may have contributed to the false alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported a spectrum pump had false upstream occlusion alarms. It was also reported there was no pt injury.